Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-32186 1627487-2020-32187 1627487-2020-32188 1627487-2020-32189. It was reported the patient experienced ineffective therapy and reprogramming did not resolve the issue.. In turn, the patient's scs system was explanted to address the issue.